Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 3 was analyzed and found in artemis, the ¿23118¿ error was found indicating ¿motor encoder incremental track has slipped¿ on the usm axis, confirming the fault occurred in the field. Upon visual inspection, no issue related to the reported issue was noted. The usm was installed on an in-house system, where the component functioned as expected. The usm was then installed on patient side cart (psc) fixture test platform (pftp), where chipencoder virtual absolute (cva) was found to be failing on the usm axis. Once testing was completed, the chipencoder virtual absolute (cva) flat flex cable (ffc) was tested and was verified to be the source of the fault. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. A root cause of the reported failure was attributed to a defective chipencoder virtual absolute (cva) flat flex cable (ffc) of the usm.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system had a repeated recoverable fault 23118 on the universal surgical manipulator (usm) 3. The technical service engineer confirmed the reported error in the system logs. The customer power cycled the system, but the issue remained. The tse explained that the error would recur with a four arms procedure. The surgeon elected to convert to laparoscopic surgery. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the issue occurred prior to anesthesia.